Manufacturer narrative:
Manufacturer's investigation conclusion: there was an incidental finding of a damaged serial number label; however, the controller¿s number was still readable. The evaluation of the returned system controller serial number (B)(4) revealed inner conductor breakdown in both power cables which has the potential to result in the reported compromised operation on 14v batteries. The root cause of the inner conductor breakdown appeared to be related to wear and tear due to repetitive lead flexing during use. The observed conductor breakdown did not affect the controller¿s ability to operate a test pump at the set speed during analysis. The data log file was successfully retrieved from the system controller and contained events recorded from the time stamp of day 115, 23 hours and 23 minutes to day 116, 18 hours and 41 minutes where multiple low battery advisory alarms were recorded in addition to the routine power cable disconnect alarms. The pump operation was not affected and the system maintained the desired set speed with no interruptions. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing or qa specifications. Patient handbook covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Periodically inspecting the equipment for damage is covered in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the batteries were not discharged uniformly. The batteries were cleaned and calibrated and the problem did not resolve. The system controller was exchanged as a result.